Manufacturer narrative:
To date, the device involve in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
The unit was placed on a patient's head and it was noticed that it was loose. When the unit is in the locked position, it still swivels. There was no injury to the patient. Additional information has been requested.